Event description:
A patient was undergoing a procedure for a tracheostomy after the first dilator was placed; the surgeon requested that the cuff be inflated. The cuff was unable to be inflated. The patient respiratory status started to decline as the patient was unable to be sufficiently ventilated. The surgeon quickly finished the placement of the tracheostomy and the patient quickly stabilized. Per site reporter: manufacturer response for endotracheal tube ; stated he had not heard of any other issues with this device. Offered two possible explanations, neither of which fit since all of the events involved the tubes malfunctioning after being used for multiple days. They plan to pick up the device for a full investigation.